Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is not feeling well and their heart rate is 40-50. It was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.